Manufacturer narrative:
On 03 march 2017, the medical affairs director made the following analysis: 5 years after cementless primary bilateral tha the first hip that had been replaced needed revision for pain and lack of fixation. At revision, a fibrous layer is found around the stem. According to the surgeon, a possible contributing factor was the succession of primary operations, 1 month apart, that did not allow the primary stem to be well osseointegrated. We have no elements to support that conclusion, which is theoretically appropriate, nor have we other clues that may indicate a possible cause for the problem. The 5 year delay is rather unusual for such kind of problem. A fibrous layer around an ha-coated stem at 5 years is also unusual and the cause could not be identified with the information available. On 07 march 2017, the r&d project manager made the following comments: the images were analyzed. The stem showed a surface covered with blood in the distal part and inside the macrostructure. Some signs and scratches, probably due to the revision, were noticed on the neck. Also the ceramic ball head show some signs of removal on one side of the rim and partially covered with blood. From the received photos it is not possible to determine the root cause of the event. Batch review performed on 10 march 2017: lot 113180: (B)(4) items manufactured and released on 22 december 2011. Expiration date: 2016-09-30. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported problem.

Event description:
The left hip was implanted 1 month after the right which is the worst period because it is at this time that the stem integrates best. The patient anticipated his right side load to relieve the left which created stress on the right side and therefore poor integration. In peroperative operation, black fibrous tissue is observed on each side of the stem on the proximal part. On the other hand, the distal tip of the stem was well integrated. The surgeon eventually changed everything successfully implants are not available.